Event description:
It was reported that the ilet displayed alert 69 indicating an algorithm malfunction, and the agent instructed the user to restart the device, after which the alert resolved. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a program or algorithm execution failure associated with the circuit board, with findings indicating an incorrect data definition. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.